Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) replaced the fan assembly and front panel assembly. After installation and performing touch screen calibration, the issue was resolved. The fsr reported the unit meets service specifications and the touch screen is working correctly. The suspect front panel assembly has been issued a return goods authorization for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a persistent fan fault alarm. The field service representative (fsr) went on-site to evaluate the suspect device and reported the touchscreen was unresponsive to touch immediately upon start up. The fsr performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The touch screen functioned correctly. Due to the touch screen being able to function as intended, the issue is unable to be determined through investigation at this time.